Event description:
We found one prefilled syringe of heparin lock flush, usp; 100 units/ml, 5ml in the box of 100 syrex 0.9% sodium chloride injection, usp. Today, when we opened in to stock to the nursing units. Drugs involved info: syrex: lot: 56-013-9d, exp: 1-aug-2009. Manufacturer: excelsior medical, heparin lock flush, 100 units/ml, 5 ml, single use prefilled syringe. Lot: 58-056-9d, exp: 1-oct-2009, manufacturer: excelsior medical, neptune. I have already notified the manufacturer.